Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a rosch-uchida transjugular liver access set functioned differently than intended during a transjugular intrahepatic portosystemic shunt (tips) procedure. During the procedure, the used inserted the stiffening cannula into the catheter, however, they could not be inserted into the sheath. Upon observation, the sheath catheter was partially separated from the proximal end valve. The device was removed and replaced and a like device was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
H6: results code: (4247) appropriate term/code not available (difficult advancement), conclusion code: (4315) cause not established. Investigation/evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a visual inspection and a dimensional verification of the returned device were conducted during the investigation. The visual inspection of the returned device found that the proximal hub did not separate from the sheath. The proximal hub was removed and the flare appeared intact. There was a gap between the sheath and the proximal sleeve, which may explain the original report of a partial detachment from the end of the valve. Dimensional analysis confirmed that the device components were manufactured within correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications and the proper procedures were in place to identify and prevent this failure mode prior to device distribution. A review of the device history record showed no nonconforming events which could contribute to this failure mode and it should be noted there were no other reported complaints for this lot number. The instructions for use include the following operational language: "precautions: after introduction and periodically during the procedure, the transjugular introducer sheath should be flushed with saline. Instructions for use: 4. Advance the introducer sheath assembly over the wire guide into the hepatic vein. Remove the dilator from the sheath, leaving the wire guide in place. 5. Insert the stiffening cannula into the tfe catheter, and introduce the catheter/cannula assembly over the wire into the introducer sheath, positioning the catheter/cannula assembly into the distal hepatic vein. Remove the wire. " instructions for use also recommend that the device operator inspect the device prior to use to preclude use of damaged devices. Based on the information provided, the examination of the returned product, and the results of our investigation, the identified failure mode was found to be difficult advancement of the cannula into the catheter. It is possible that an unknown event related to the procedure was encountered, causing the difficult advancement of the cannula into the sheath. The appropriate personnel will be notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: additional information was received on 12jul2018 stating that resistance was felt during the insertion of the sheath. The patient did not have tortuous, scarred or calcified anatomy. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
See h10.